Event description:
The reporter contacted lifescan (B)(4) alleging an "error 4" issue with the subject meter. The reported issues were not resolved with customer service troubleshooting since the reporter did not have any of the testing supplies with him at the time of the call. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.